Manufacturer narrative:
H10: as the lot number for the device was not provided and a lot history review could not be performed. The devices was returned for evaluation and the investigation is confirmed for stretch and fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 port & catheter, implanted, subcutaneous, intravascular allegedly experienced catheter aneurysm. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
For one malfunction, the device was returned to bd and is pending for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 port & catheter, implanted, subcutaneous, intravascular allegedly experienced catheter aneurysm. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.